Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% re-stenosed target lesion was located in a previously implanted bare metal stent located in the severely tortuous and calcified mid right coronary artery (rca). The lesion was pre-dilated and the 3.5x24mm promus element stent was advanced; however, failed to cross the lesion. The device was removed and the lesion was dilated again and the stent delivery system was again advanced; however, failed to cross the lesion. Upon removal it was noted that the distal end of the stent was lifted. The procedure was completed with another 3.5x24mm promus element stent. No patient complications were reported and the patient status is stable.

Event description:
It was further reported that severely calcified lesion was pre-dilated with a non-bsc balloon, following the attempt to cross the lesion with the 3.5x24mm promus element stent the lesion was dilated again with the same non-bsc balloon.

Manufacturer narrative:
Updated: describe event or problem, therapy dates and desc. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).